Manufacturer narrative:
Correction to b5: clarification on the issue and resolution. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced high impedances on the left lead. As a result, surgical intervention was undertaken to explant the system.

Event description:
It was reported that the patient experienced high impedances on the left lead. As a result, surgical intervention was undertaken to address the issue; however, the procedure was aborted due to patient anatomy.

Manufacturer narrative:
Date of event is estimated.